Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a female patient coincident with peritoneal dialysis (pd) therapy. A renal nurse called to report that the patient had developed peritonitis. It was unknown if the dianeal therapy was ongoing. It was not reported if the peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.